Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.